Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lem799 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke off quite easily from the suture. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.